Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6.5cm ruptured abdominal aortic aneurysm. The vessel morphology was reported as frail and severely diseased. It was reported that the physician implanted the bifurcated stent graft via the left side without issues (MFR report# 2953200-2010-00064). During the advancement of the guidewire in order to cannulate the bifurcated stent graft, the right iliac vessel was dissected by the guidewire. The physician elected to convert the pt to an aorto-uni-iliac (aui) configuration with the placement of two aneurx aortic cuffs. During the placement the first aortic cuff, the pt arrested. The pt received CPR, and then the physician continued with the placement of the second aortic cuff (MFR report #2953200-2010-00063). After the placement of the second aortic cuff, the pt arrested again and was given CPR. The physician then performed a femoral-to-femoral bypass; however, during the bypass, the vessels were so frail that the physician was having a difficult time sewing the fabric to the vessel. It was reported the pt expired later that evening. No further info has been provided.

Manufacturer narrative:
Evaluation results: (death). (Frail and severely diseased vessels; pre-operative rupture). (Treatment of a ruptured aneurysm).